Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that he had received a compromised force sensor system alarm on the insulin pump. Customer stated that he filled his reservoir but the pump is not recognizing it and it is pushing out all the insulin. Customer stated that the alarm occurred after he attempted to change the infusion set and reservoir. Customer's blood glucose was 380 mg/dl at the time of the incident. Customer stated that the drive support cap appears normal. Customer was explained that the possible cause of the alarm was during seating, the force sensor did not detect the reservoir. Customer was advised that the pump will be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan.